Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the drain bag was leaking where the catheter connected to the bag. The representative discussed vapor lock with the patient and explained how to exercise the bag before use and allow air flow into the bag so the urine can drain in properly. The patient stated they never had this issue, but had been for the last month or so.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "incorrect operation." It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the drain bag was leaking where the catheter connected to the bag. The representative discussed vapor lock with the patient and explained how to exercise the bag before use and allow air flow into the bag so the urine can drain in properly. The patient stated they never had this issue, but had been for the last month or so.